Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). Product ID: 9735997, serial/lot #: unknown. A medtronic representative went to the site to perform a system checkout. They found that the wire on the back of the monitor was loose and the cover was missing. A new cover was ordered. The system passed the system checkout. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that after pulling patient images over pacs and entering the merge task, the system powered off. The system aborted use of the system and switched to an alternate navigation system. The back cable cover on the monitor is noted to have been missing and the wires had come loose. There was no patient harm and the surgery was not delayed by more than an hour. Additional information was later received. It was clarified that because the cover was missing, they had accidentally pulled out the hdmi cable when they were moving the monitor and the cart never powered off. Medtronic received additional information later that there was two issues for the same system at the same time. There was an issue with the electronic picture archiving and communication systems (pacs) which was an internal issue with the site's network. The second issue was the system shutting down. It was clarified that the system never shut down but more so when moving the monitor, the staff dislodged the hdmi cable that brought the image up on the monitor. The machine was in complete working order.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred during a cranial surgery for tumor removal.